Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial set screw was stripped could not be removed from the device header. After several attempts, physician resorted to breaking off the header. There were no adverse consequences to the patient during or after the procedure.